Event description:
It was reported that a large volume infusor leaked in its overpouch. This occurred after the device was filled with cefoxitin and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(4). The lot 14h028 was manufactured from august 15, 2014 to august 16, 2014. Evaluation summary: the actual device was not returned; however, a photograph of it was received. Inspection of the photograph found no evidence sufficient enough to verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.